Manufacturer narrative:
An event regarding a product marking of a omnifit cemented long stem was reported. The event was confirmed.

Event description:
A #5 omnifit right 250mm was opened to be used. The surgeon had noticed the bow of the implant was the bow of a left implant prior to implantation. The box shows it to be a right #5. It was compared to the trial #5 which was opposite.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A #5 omnifit right 250mm was opened to be used. The surgeon had noticed the bow of the implant was the bow of a left implant prior to implantation. The box shows it to be a right #5. It was compared to the trial #5 which was opposite.